Event description:
It was reported that this pacemaker system exhibited far-field oversensing of the ventricular signal by the right atrial (ra) lead which resulted in stored atrial tachy response (atr) episodes. Technical services (ts) discussed reprogramming as troubleshooting. No adverse patient effects were reported. Currently, this pacemaker system remains in service.